Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties are related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and heavily calcified superior mesenteric artery (sma). A 10 x 29 mm omnilink elite balloon expandable stent was used; however, there was initial resistance with the anatomy and the stent dislodged from the balloon. There was an attempt to snare the stent; however, it failed. Therefore, the stent was deployed with an unspecified balloon catheter in the right profunda artery. Then, the lesion was pre-dilated with an unspecified balloon catheter, and an unspecified guide wire was advanced. A 9.0 x 29 mm omnilink elite balloon expandable stent was used; however, it could not cross the lesion due to the anatomy. Therefore, another unspecified stent was used to successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.